Event description:
Customer reported that a pt's sample containing anti-fya did not react with 0.8% resolve panel a lot vra105 in gel method. Sample reacted 1+ using the tube/peg method. No death or serious injury was associated with this incident.